Event description:
A doctor in another country tested the blood glucose of a patient with gestational diabetes. The patient had been fasting, but her blood glucose reading using a contour meter was 147 mg/dl. The patient's glucose was retested using an accuchek meter and that reading was 78 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. The doctor was given replacement products.